Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included latex allergy (rash) and gallbladder removal. Previously administered products included for an unreported indication: triazolam on (B)(6) 2015 and norgestimate on (B)(6) 2015. Concomitant products included sertraline hydrochloride (zoloft) since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic pain"), abdominal pain ("pain: abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes : mood swings"), feeling abnormal ("hormonal changes : brain fog"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: anxiety"), urticaria ("rashes or skin conditions: hives"), rash ("rashes or skin conditions: rashes"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, mood swings, feeling abnormal, depression, anxiety, urticaria, rash, weight increased, alopecia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, feeling abnormal, mood swings, pelvic inflammatory disease, pelvic pain, rash, urinary tract disorder, urticaria and weight increased to be related to essure. The reporter commented: she did not underwent essure (or any part of the device) removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one was described in patients medical record: depression." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received : this case became incident. Reporter information was added. Patient details were added. Her medical history was added. Essure indication was amended. Her concomitant medication and historical drugs were added. Previously reported unspecified event injury was updated to more specified events: pelvic inflammatory disease, mood swings, pain: abdominal pain, brain fog, depression, anxiety, hives, rashes, bladder or urinary problems or changes, dysmenorrhea (cramping), weight gain, hair loss, dyspareunia (painful sexual intercourse) and pain: pelvic pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.